Event description:
It was reported there was a power on reset (por) condition. The por message was cleared and the device was reprogrammed. The patient then had stimulation for about 6 days and then another por message appeared and the patient lost stimulation again. The battery was nearing end of life (eol). The battery voltage was measured at 2.6 volts, but the reporter stated this was likely artificially high because the device had been "off". The impedances were measured and the results indicated all combinations with electrode #3 were >4000 ohms except for combination 2 and 3. Therapy was reestablished after the second por, and the battery was going to be replaced on (B)(6) 2012, because it was nearing eol.

Event description:
Additional information received reported that no impedance irregularities were seen when checked intra-operatively, so the leads and extensions were maintained. Following the replacement the patient received effective therapy.

Manufacturer narrative:
(B)(4). Lead: model 3487a-45, lot #j0406360v, implanted: (B)(6) 2004. Lead: model 3487a-45, lot #j0406357v, implanted: (B)(6) 2004. Extension: model 748910, serial # (B)(4), implanted: (B)(6) 2004. Extension: model 748910, serial # (B)(4), implanted: (B)(6) 2004. Programmer: model 7435, serial # (B)(4).

Event description:
Additional information received reported that the impedance testing returned "???" For several combinations. It was noted that this could have been caused by the battery being near end-of-life. Impedance above 4,000 ohms was seen on combination 3/5. The patient reported getting good therapy, and it was noted that the battery had appeared to go through the normal process of battery depletion. The manufacturer's device registry showed that the patient's neurostimulator was replaced as planned. The patient's leads and extensions were left in place.